Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "keypad is bouncing extra strokes," which was reproduced during evaluation. The device evaluation confirmed the #8 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a malfunctioning keypad that was "bouncing extra key strokes." It was also reported there was no patient involvement.